Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 5 series insulin pump; performed a manual prime, fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a faulty reservoir set. The customer stated that she had issues with the sensor and had to remove it as she kept getting sensor error. The customer stated that she used the wrong penny to open the battery cap and it was cracked. The customer will be sent replacement reservoir sets.